Event description:
It was reported during a scheduled feeding tube exchange, it was noted this drainage catheter had fractured and the distal portion of the catheter had migrated to the small bowel. An attempt to retrieve the detached catheter segment was unsuccessful. Another drainage catheter was successfully placed for continuation of treatment. The detached catheter segment has been passed by normal peristalsis and the pt's condition is good. This device has not been received for eval. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. The co's follow up revealed this catheter was in place for approx 3 months. User technique and/or pt anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. The co's directions for use state: "this catheter should be evaluated by the physician on or before 90 days post-placement."